Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c4000 analyzer on a patient. Result provided: (B)(6) 2024 sid (B)(6) = 6.9 mg/dl, repeat on another analyzer 1.6 / 1.5 mg/dl normal range 1.6-2.6 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, cleaning, and parts replacement were performed. There have been no further reports of discrepant results since the fs site visit. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect c4000 analyzer.

Event description:
The customer reported a falsely elevated magnesium result generated on the architect c4000 analyzer on a patient. Result provided: (B)(6) 2024 (B)(6) = 6.9 mg/dl, repeat on another analyzer 1.6 / 1.5 mg/dl. Normal range 1.6-2.6 mg/dl. No impact to patient management was reported.